Event description:
Patient presented with vaginal mesh erosion from a previously placed tvt. Problems with the sling started about 4 weeks after the implantation. The mesh began eroding on her left side. Those mesh parts have been removed. The patient also went through a left-sided labia and thigh infection. Now the mesh has begun eroding on the right vaginal side as well. The patient has had 2 urinary tract infections within the past two years. The patient also had another sling placed after the initial tvt procedure did not help with the experienced incontinence. Dates of use: (B)(6) 2004 - (B)(6) 2007. Diagnosis or reason for use: urinary incontinence.